Manufacturer narrative:
The pump was received with intermittent button response due to a flattened express bolus, esc, act and down arrow button dome switch. No unlocked lcd keypad connector noted. The pump was received with a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that the act and esc buttons were not responding. Customer's blood glucose was between 300 mg/dl and 400 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.